Manufacturer narrative:
Mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. The complaint device is being retained by a healthcare professional. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with unspecified mentor saline breast implants. Post-operatively, the patient experienced baker grade IV-v capsular contracture of the left breast, capsular contracture of an unspecified baker grade in the right breast, and a deflation of her right prosthesis, which were confirmed during a physical exam. As a result, the patient underwent bilateral removal and replacement with 350cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2024-00464 for the contralateral event.